Manufacturer narrative:
Upon review, the device should not have been submitted as medical device report as the event did not indicate a malfunction; did not cause a serious adverse event and is not likely to cause serious injury upon recurrence.

Event description:
New information receive on (B)(6) 2017 revealed that that no insulation anomaly was observed and no lead revision procedure occurred and there were no issues with the patient¿s ventricular lead.

Event description:
It was reported that an x-ray revealed that the right ventricular lead exhibited an insulation anomaly. The lead was successfully replaced on (B)(6) 2017. The patient was in stable condition post surgery.